Event description:
The customer reported that a non-actionable, non-numeric hemoglobin result was generated from a coulter lh 750 hematology analyzer. The hemoglobin result was a "---" result which is indicative of a total vote out result. All other patient results were found to be acceptable. The actual patient results were not provided by the customer. The customer switched sample testing to an alternate instrument upon awareness of the hemoglobin total vote out result. It is unknown as to whether the hemoglobin patient voteout result was reported from the laboratory. While troubleshooting this issue with beckman coulter assistance, the healthcare worker was inspecting the instrument when their forehead was covered with a fine mist from a leak on the coulter lh 750 hematology analyzer of what was believed to be lyse reagent. The healthcare worker reported no skin irritation. The forehead was cleaned with water. The healthcare worker interfacing with the machine was wearing personal protective equipment which included a laboratory coat, gloves and glasses. There was no exposure to healthcare worker's uncovered wounds or mucous membranes and no injury was reported. No personnel sought any medical attention in association with this event. No death or injury was associated with this event. There was an exposure plan in place at the facility.

Manufacturer narrative:
Service was dispatched for this event. The field service engineer (fse) found the lyse restrictor delivery line leaking between the sleeve and the tubing. The fse replaced the lyse restrictor line. The instrument was returned into operation after completion of repairs. The cause of the event was a pinhole leak in specific instrument tubing. This specific failure mode may cause erroneous patient results to be generated upon recur.